Manufacturer narrative:
On 2/14/2019, a manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 350cc and experienced bilateral ptosis and deflation on the left breast implant. As a result, the patient underwent removal of the implants on (B)(6) 2019. This is for the right side implant, see manufacturer report number 1645337-2019-08323 for contralateral prosthesis.